Manufacturer narrative:
Customer did not provide sample collection and storage information. Unit is currently performing within qc specifications with respect to controls and reproducibility. Controls were run before and after the incident and were within expected range. Raw data files were not provided. Bci field service engineer (fse) was dispatched for this event. Fse replaced w bc diluent dispense pump, several pinch valves and associated tubing. Also adjusted rbc and hgb calibration factors and verified instrument operation. Root cause is associated with hardware that was replaced during instrument servicing.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that a rerun of sixteen (16) patient samples on the lh750 instrument generated erratic erroneous wbc and erratic hgb and mch/mchc indices results without instrument generated suspect messages or flags. Results are shown in the attachment. Erroneous results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.